Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set event where the infusion set tubing was kinked on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14776. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012642, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012642 was manufactured according to the work instruction (wi) version 122 and manufactured in the li38 on 04-apr-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube the lot 5b04625 was manufactured according to the wi version 67 and manufactured in the sco3 on 02-apr-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.